Event description:
The reporter stated having inaccurate low readings on a meter to lab comparison test. Result of testing were 90 mg/dl for the meter, and 126 mg/dl at the lab. Reporter stated symptoms of shaky hands. Control testing was not noted. No further information wad provided. No harm was alleged. Followup attempts to contact the reporter have not been successful.